Event description:
Additional information was received that the device was returned for reliability analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) with an extended charge time measurement. A maximum capacitor reformation was performed, with a charge time measurement of 35.5 seconds. A device replacement procedure was scheduled for the following day. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.